Event description:
Patient was having surgery this morning which was unrelated to device or therapy and needed assistance turning implant off. Patient confirmed that surgery was unrelated to device/therapy. It was advised to place antenna over implant and patient noted that they fell last night and broke their hip where device was implanted and so they could not really "push much underneath" in order to place antenna. Patient further noted that they could not really feel it and might not have antenna on the right spot. Patient confirmed falling and breaking their hip was unrelated to device/therapy. Patient confirmed that they got the poor communication. Patient programmer (pp) was taking its time to communicate and noted that they just hope that they did not damage device when they fell. Patient was able to communicate with implant. Patient saw the low pp informational screen but was able to bypass and got a therapy screen. Meaning of low pp battery screen was reviewed. Patient confirmed that implant was already off using pp. Patient noted that they wondered if device went off when he fell last night. Patient then stated that they thought implant might have turned off when they fell 11 pm last night. It was reviewed and patient was able to turn implant on and off again for unrelated surgery. It reviewed that implant stim off button would need to be pressed in order for implant to turn off. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.